Manufacturer narrative:
Device evaluation summary: visual analysis showed evidence of damage/separation at the head-link/tubing connection. Additional visual inspection of the returned device showed that there is damage and separation/tearing of the tubing attached bonded on the u post; which has exposed the coil and inner wall of the device. The reason for return was confirmed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the complaint was confirmed. Visual inspection of the returned device showed there was damage and separation/tearing of the tubing attached bonded area on the u stem; which had exposed the wire and inner wall of the device. The tubing was then pulled back and the area of the defect observed the wire and separation in the same location, which can be caused by pulling too hard on the tube. Review of the manufacturing specification the loctite bonding of the distal tube on to the u stem. The process requires that after the assembly has uv cured the operator is to visually inspect each assembly to verify there is a full cure prior to doing a tug test. Review of quality inspection specification instructs the quality inspector to perform a tug test on randomly selected eight finished devices. The inspector is to hold the head link and gently pull on the distal tubing to ensure the adhesive is cured and the tube is properly bonded to the head link. Listed as a critical defect is the distal tube or pods detached during the functional inspection. If during either one of the quality online checks a defect similar to that on the returned device would have occurred on the distal tubing, the product would be rejected. There were no patient adverse effects because of this issue. Review of complaints found one similar occurrence that was unconfirmed. Trends for issues with this device are monitored. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during use of an octopus nuvo tissue stabilizer, it was reported that the tubing of the device separated. The device was replaced to complete the procedure. There was no patient impact associated with this event. Medtronic received additional information from customer confirming that nothing fell into the patient. The head-link was repositioned in the case only once. The customer stated that once they observed that the device was broken, they disconnected the device and got a new one.

Manufacturer narrative:
2.4.4 PMA/510 k: has not been populated as this device is a class I exempt device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.